Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) was found to fail the cut test based on log review. Visual inspection displayed no damage to the blade or blade cable. The instrument was placed on an in-house system and passed engagement, recognition and cut and seal tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There is a moderate amount of debris on the knife track. The instrument also failed recognition based on log review. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement but failure code 31009, "instrument sensors missing. A tool was fully detected but then lost 1 or more but not all of the tool sensors for 3+ seconds on usm3" was reported in the logs. The instrument information found in the rfid was not detected. The probable root cause cannot be determined based on the information provided. Since the product analysis and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument almost did not cut or burn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that there was no damage found during inspection. The instrument did not seal and cut properly. The instrument's jaws did not come into contact with other objects. It is unknown if the seal cycle was completed with the fast audible tones.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.